Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the pump was 'broken'. The product was not available for troubleshooting. There was no allegation of an adverse event. This complaint is being reported as it is uncertain if the alleged malfunction effects insulin delivery.